Event description:
During the index procedure one endeavor sprint 3.0mm diameter x 30mm length rapid exchange (rx) drug eluting stent was implanted in the distal lad, one endeavor sprint 3.0mm diameter x 30mm length rx drug eluting stent was implanted in the mid lad and one endeavor sprint 3.5mm diameter x 24mm length rx drug eluting stent was implanted in the proximal lad. It was reported that an mi occurred on the day of stent implantation. Mi was categorized as a non q wave mi, in the territory of the implanted stents. Event was identified by the clinical events committee and deemed to be consistent with an mi. Patient was asymptomatic / free of symptoms at the 30 day, 6 month, 12 month, 18 month and 24 month follow up. (Ref 9612164-2011-01529, 9612164-2011-01530, 9612164-2011-01531).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).